Event description:
During implantation for patella fracture fixation device failed along the central shaft axis. All devices (or parts thereof) were removed from the pt. No injury to the pt resulted from device failure. Physician stated that pt had unusually hard bone and that device failure was a result of this unique pt's condition.